Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous sodium, chloride, and carbon dioxide results, as well as electrolyte drift errors and low anion gaps. The customer technical specialist (cts) used proservice to review calibration results, and noticed that the flow cell appeared to be compromised, likely because of a clot. After assisting customer with troubleshooting the instrument, the cts generated a service request. The field service engineer (fse) inspected the instrument and replaced the sodium reference electrode, the chloride tip, and reperformed the twice weekly maintenance. The fse also noticed that the carbon dioxide (co2) membrane was installed incorrectly; therefore, the fse replaced both co2 electrodes due to co2 imprecision. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issues. Customer did not provide patient data, and could not recall the magnitude of the error. Customer stated that although erroneous results were generated, they were not reported outside the laboratory.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).